Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was report the patient had a shocking or jolting sensation. The patient was welding once before and felt a shocking sensation or the current passed through him. The patient didn¿t remember when that was, it happened once after they had the device put in. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v157497, implanted: (B)(6) 2009, product type: lead. (B)(4).